Event description:
As reported through edwards transcatheter heart valve (thv) safety, approximately 10 years and 1 month post tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien xt valve in a pre-existing 21mm edwards surgical valve, the patient presented with dyspnea and angina on mild exertion. Per report, the valve failed due to elevated transvalvular gradients (mean 52mmhg) and severe intra-prosthetic regurgitation, due to calcification associated with a leaflet tear. The operating team planned to intervene by performing a valve-in-valve procedure; however, prior to the valve being deployed, the patient experienced cardiogenic shock with progressive hemodynamic deterioration, despite support with inotropes and vasopressors in the context of severe ventricular dysfunction. The event was classified as related to comorbidities and not to the edwards sapien valve. Ultimately, the patient passed away approximately 1 month post attempted tavr.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's advanced age of 82 years and the following medical history: underlying valvular heart disease and severe left ventricular dysfunction in the setting of known critical two-vessel coronary artery disease, previous coronary artery bypass graft surgery (CABG) with left internal mammary artery (lima) to left anterior descending (lad), and critical stenosis of the mid-right coronary artery (second segment). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.